Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing, settings rate 1.8 res vol 65.2 , given 18.8, air in tubing, no injury to patient. No further information available.